Event description:
After the implant procedure was completed, the patient developed a hematoma at the chest incision site. Physician brought the patient back into the or and found a bleed in the ipg pocket. Physician cauterized the bleeding and closed. This resolved the issue.